Manufacturer narrative:
Cmp (B)(4).customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Log. It was reported that the flexible drill shaft broke when drilling for screws. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was not returned for evaluation. A visual examination of the provided pictures identified that the rubber sheath had pulled away from the tip of the driver. The tip of the driver also appeared to be bent or fractured away from the sheath. Medical records were not provided. The product lot number was also not provided. Lot identification is necessary for a review of device history records and compatibility checks. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.